Manufacturer narrative:
Device was received with a blank display due to cracked case at battery tube side and cracked battery tube threads. The cracked case at battery tube side shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify rewind anomaly due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had blank screen and not going to rewind. Customer's blood glucose level was unknown. Customer reported when putting the new battery in she noticed a crack on the battery compartment. Customer stated the insulin pump had cosmetic damage. Customer was advised to discontinue use of the device and revert to a backup plan. The insulin pump will not be returned for analysis.